Event description:
It was reported that the customer jumped into the pool with his insulin pump on. His blood glucose level was 150 mg/dl. The customer received a button error alarm. The buttons were unresponsive. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly and no button error alarms during testing. The insulin pump had no moisture damage or corroded keypad traces. However, moisture damage was found on remote frequency board and lcd board. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.